Manufacturer narrative:
Additional information was requested and the following was obtained: did this occur with 3 patients / cases or 3 boxes/cases? All three issues occurred with three different patients. Two cases were both laparoscopic cholecystectomy's. Both carried out on the (B)(6) 2016.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a skin closure procedure on (B)(6) 2016 and suture was used. During the procedure, the surgeon noted the end of the needle had become bent. There was no harm or adverse outcome reported. Other suture was used to complete the procedure. Additional information has been requested.